Event description:
On 7/27/98, datascope was notified that the iab was discarded & would not be returned for eval. [Event complications]: unk- rpt'd 5/26/98. [Pt's current status]: unk- rpt'd 5/26/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hospital.